Event description:
It was reported that during a kidney donor procedure, there were error messages reactivate generator and advance features not available. They switched out cords and machines and kept on getting these messages. There were no patient consequences. Case completed with a third device, new cord and a different generator.

Manufacturer narrative:
(B)(4) = missing component. The device was received with the hand activations contacts damaged. The device was connected to a test handpiece with difficulty. During mechanical testing, the rotation knob did not rotate freely. The device was then functionally tested on the gen11 generator. During functional testing, no alert screens were displayed. The att (adaptive tissue technology) was found to be active. The device was connected to the eeprom reader and performed as expected according to the device usage information register on the eeprom. The device was disassembled to inspect the internal components and the sheath of the blade was missing. In addition, moisture was found at the hand activation domes. Due to the moisture discovered on the instrument which is evidence of possible reuse/reprocessing, we are unable to determine how this condition impacted the performance of the device and therefore cannot conclude root cause. Our manufacturing, sterilization, packaging, and shipment processes do not introduce moisture to the device. The damaged hand activation contacts could cause rotational issues with the device. In addition, it can cause improper torque of the blade, which could cause the generator to display communication or activation issues and alert screens. To avoid damaging the contacts, it is recommended to assemble the device vertically.